Event description:
Pt underwent an ercp for stones in the common bile duct. An erbe was utilized during the procedure. In 2000, the pt exhibited a septic shock appearance and was taken to surgery where pt was found to have a perforated duodenum. The pt needed hospitalization and required intervention to prevent permanent impair/damage. The gastroenterologist believes there is a problem with the erbe.